Event description:
It was reported that after reloading software, the system 9800's right monitor would not come on. A strange sound was heard coming from the monitor during the reload. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The right monitor was removed and replaced. The system was tested and found to be working as intended and placed back into services.